Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent recoil occurred. The target lesion was located in the 4.50mm in diameter and non-tortuous right coronary artery. A 4.00 x 38 synergy stent was deployed to treat the lesion. However, it was noted that the stent recoiled after deflation of the stent delivery balloon and continuing even during post-dilated with a 4.50mm balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent recoil occurred. The target lesion was located in the 4.50mm in diameter and non-tortuous right coronary artery. A 4.00 x 38 synergy stent was deployed to treat the lesion. However, it was noted that the stent recoiled after deflation of the stent delivery balloon and continuing even during post-dilated with a 4.50mm balloon catheter. No patient complications were reported and the patient's status was stable. It was further reported via cine review that the case commenced with selective rca cinemicrography via the radial approach. There was a fresh thrombotic occlusion in the proximal portion of a moderately tortuous and diffusely ectatic rca. The rca was wired and sequential balloon inflations reestablished blood flow through the dense thrombus. The culprit lesion had adherent thrombus adjacent to an area of aneurysmal dilatation in the mid rca at the right ventricular acute marginal branch (am). Angiographic assessment of the distal vessel was obscured by copious embolized thrombus. The rca distal to the am had the angiographic appearance of two lumens (guidewire path and the blood flow path did not coincide) consistent with subintimal wire placement/dissection or flow through neo-canalized thrombus. The 4.0x38mm synergy stent was positioned between the ostium and the am. The delivery system balloon appeared fully expanded during stent deployment. The diameter of the pre-dilation balloon used to re-establish blood flow was significantly smaller than the stent diameter. The stent delivery balloon diameter at its distal markerband was ~30% less than the diameter at the proximal markerband. During subsequent post-dilation the distal balloon diameter was ~15% less than the proximal balloon diameter. Orthogonal fluoroscopic images revealed a ~3.5 mm segment of ~35% diameter reduction in the mid-distal stent. The stent was sequentially dilated with a fully expanding larger (reportedly 4.5mm) post-dilation balloon. The final arteriogram revealed a widely patent rca with mildly reduced flow until it was totally occluded by [embolized] thrombus in the mid pda. The vessel remained diffusely ectatic including the small segment of aneurysmal dilatation at the am. There was a ~30% reduction in lumen diameter in the mid-distal portion of the stent. Two guidewires resting in the proximal rca were withdrawn during the final injection. At the close of the procedure there was no evidence of flow perturbation indicative of distorted stent architecture. The stented segment appeared to maintain the contour consistent with the remainder of the vessel with respect to overall vessel tortuosity, diffuse ectasia and side-branch patency. There was no radiographic evidence of stent structural damage/deformation or patient harm caused by the synergy stent.